Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case the system was inserted and loaded without any issues but difficulties were found in crossing the native valve due to vessel tortuosity and wire support issues plus the horizontal aorta and small valve area. The system was advanced and removed several times with varying degrees of flex used. After several crossing attempts failed, a bav was completed via contra-lateral access with a 10f sheath. Bav x 1 was completed with a 20mm balloon, but crossing the native valve was still found to be difficult. After several attempts were made, it was noted that the inflation device had approximately 7mls of contrast remaining. There was a concern that the balloon may be damaged and leaking. The inflation device was refilled in situ and a side arm flush was (unsuccessfully) attempted for visualization. Balloon integrity was now in question, and the best course of action was decided to replace the device. The delivery system and esheath were removed as one unit.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. The commander delivery system was returned for evaluation. During visual inspection a slight bend on the proximal balloon shaft was observed due to packaging. Minor flex tip gouges were observed. During functional testing, using the provided atrion, the inflation balloon was able to be fully inflated with no leakage observed from the balloon or delivery system. No dimensional testing was needed to be performed. Procedural cine screen shots were provided and showed difficult crossing the native valve within the horizontal aorta. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lost history review was performed and revealed no other complaints relating to these event codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required. Additionally, since no edwards defects were identified, no corrective / preventative actions are required. The leakage was unable to be confirmed, however difficult crossing the annulus was confirmed. However, no manufacturing nonconformance was identified during the evaluation as no functional or visual observation were seen. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''difficulties were found in crossing the native valve due to vessel tortuosity and wire support issues plus the horizontal aorta and small valve area.'' Incorrect guidewire positioning, the patient's horizontal aorta and vessel tortuosity can present a challenging angle/pathway for crossing the native valve. Additionally, it was noted that the patient had a high degree of calcification in the native valve, which can potentially obstruct the valve from advancing farther into the annulus. Available information suggests patient (calcification/horizontal aorta/tortuosity) and procedural (guidewire positioning) factors contributed to the reported event. As reported, ''after several attempts were made, it was noted that the inflation device had only (approx.) 7mls of contrast remaining. There was a concern that the balloon may be damaged as no balloon dilatation was noted.'' As procedural imagery, visual inspection and functional testing showed no evidence of leakage from the delivery system or balloon, the source of the reported leakage cannot be determined, and consequently there is insufficient information to determine a definitive root cause.